Event description:
A report was received on (B)(6) 2022 from the caregiver of a 65 year old male patient with a medical history including end stage renal disease, who stated the patient experienced a blood cartridge leak during a home hemodialysis treatment on (B)(6) 2022. Additional information was received on (B)(6) 2022 from the home therapy nurse (htn) who stated the estimated blood loss was 250ml. Per the htn, the patient did not experience any symptoms, there was no medical intervention required, and the patient continues to treat with the nxstage system.

Manufacturer narrative:
The cartridge was received for evaluation and revealed a leak in the venous line. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".